Manufacturer narrative:
Insulin pump alarmed motor error during rewind, due to corroded motor home switch. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during a prime. Customer's blood glucose was 102 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated she was unable to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.